Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the external iliac artery with moderate calcification and mild tortuosity. The 7.5 x 80 mm supera self expending stent system (sess) was being deployed at the target lesion when during the last advancement of the thumbslide, the tip of the catheter separated. The stent was able to be successfully deployed at the target lesion; however, resistance was noted during removal of the sess. The separated catheter tip was not able to be removed as the tip was attached to a small piece of the transparent sheath. The separated portion was attempted to be snared but was unsuccessful. A balloon and guide wire were used in to embed the separated portion; however, the detached tip and piece of transparent sheath was ultimately removed via surgery. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported tip material separation was able to be confirmed. The reported difficult to remove and the reported entrapment of device were unable to be replicated in a testing environment as they were based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that interaction with the moderate calcified and mild tortuous anatomy and/or interaction with other devices resulted in compromising the device such that during stent deployment resulted in the reported tip material separation/noted tip/tip lumen/tip jacket separations; however this cannot be confirmed. The investigation determined a conclusive cause for the reported tip material separation /noted tip/tip lumen/tip jacket separations cannot be determined. As reported, a snare device was used unsuccessfully to remove the separation then a balloon and guide wire were used in to embed the separation; however, ultimately surgery was performed to remove the detached tip and piece of transparent sheath. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report being filed it was reported that resistance was noted during removal and open surgery was performed. No additional information was provided.